Event description:
Related manufacturer report number: 2017865-2022-01574. During an unrelated procedure, noise was observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads were explanted and replaced to resolve the event. During the explant procedure, lead insulation damage was observed on both leads. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed but the reported event of noise could not be confirmed. As received, a partial lead was returned in two pieces. Two external insulation abrasions were revealed breaching the ring electrode and the right ventricular cables lumen consistent with friction to the device can. The ethylene tetrafluoroethylene (etfe) cables coating in these locations were not damaged. An external insulation abrasion breaching the optim sheath only was also observed at the middle region of the lead consistent with friction to another device or feature of the patient anatomy. Electrical testing and an x-ray examination were performed and revealed no indication of conductor fractures or internal shorts.